Event description:
Reporter indicated a vns generator was implanted in a patient. The generator was interrogated prior to the patient being closed and an error message was received. The error message stated: warning, past end of service, pulse generator past end of service. The generator was subsequently replaced. The generator was returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.